Event description:
The customer reported scope cannot be connected to the receiver or machine during reprocessing involving an olympus colonovideoscope. There was no patient involvement reported.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: unsupported scope error code (e315) occurred. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction and unsupported scope error code (e315) was traced to corrosion on plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.